Event description:
Hcp reported the pt had complaints of an increase in pain, nausea, and headache. There was noted to be swelling around the pump and the pump site was painful to the pt. A catheter dye study revealed a fractured catheter. The pt requested that the pump be removed at the same time as the catheter. The hcp stated there was no problem with the pump. The pt is reported to be doing fine on oral medications. At the last visit, the wound was looking good and there was no fluid accumulation.